Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided. Customer declined follow up from tandem technical support.